Event description:
Reporter alleges the pt's left implant was "firmed" and the right implant had an upper outer quadrant mass which was a granuloma on biopsy in 1988. Reporter also alleges the left implant was found to have been ruptured on 4/22/93.